Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported, the surgeon identified a fracture in the radial head replacement during a post-op x-ray. The patient was revised with a cerclage wire without removing the implants. No further information is available.